Event description:
Related manufacture reference number: 2017865-2023-19000. It was reported that the patient's pacing system exhibited atrial noise. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021 and explanted on (B)(6) 2023. No interventions were performed for the atrial lead. The patient's condition was unknown.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, the device output and telemetry communication were normal. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. Amanufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information noted that the atrial noise was noted remotely. The patient was stable post procedure.